Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unit was received with minor scratched lcd window, cracked select button keypad overlay, cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that screen was scratched. Blood glucose was 147 mg/dl. Troubleshooting was performed. Customer also reported that insulin pump was exposed to moisture and insulin pump was not turning off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.